Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-611-4 was received for investigation. Visual inspection identified that the (B)(6)head of the tibial impactor had broken. No fragments were returned for assessment. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces during use.

Event description:
On (B)(6)/2022, it was reported by a sales representative via sems that an ar-611-4 ibal uka, tibial impactor had an issue. After impaction, the instrument broke. This was discovered during use with no impact to the patient. Additional information was requested. On (B)(6)2022, the sales representative stated the following via email: the procedure was an uka on (B)(6)2022. Upon the final impaction, the plastic impactor snapped off, no piece broke inside the patient. All fragments were removed, and after the impacting, the instrument was not needed anymore to complete the case. There was no impact to the patient.